Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a device exchange procedure, episodes of myopotentials oversensing were noted on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was stable.